Event description:
This 51 year old patient had silicone gel injections in the early 70's. She had had bilateral subcutaneous mastectomy in 1981 due to silicone mastitis. She had implants for reconstruction. These implants were removed in 1982 with replacements. In 1985 she developed raynauds. She also developed lymphadenopathy, disffuse fatigue, achiness, and malaise. She had a positive ana in 1987 and also short term memory loss. In 1990 she had the implants replace with replicon silicone gel implants. The patient continues with fatigue, dissuse achiness and breats pain. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intact. I did not report this to the manufacturer because of the multiple exposures to silicone prior to the 1990 implantsinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.